Event description:
It was reported that this pacemaker system exhibited increased right ventricular (rv) thresholds since implant. Review of the presenting electrogram (egm) found there was intermittent undersensing and competitive pacing. Additionally, there was ventricular amplitude that was out of range. Technical services recommended checking the lead position and or revising it. At this time, the system remains in service. No adverse patient effects were reported.